Event description:
The pt reported that she had recurring burning and uncomfortable stimulation on her occipital (off-label) lead. The pt's last reprogramming improved her sensation; however, she stated later there was no improvement. X-rays were ordered by the physician and showed that everything was normal. A sjm rep to f/u with pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.